Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx device to treat an aneurysm in 2014. During a routine follow-up a CT scan revealed a type 3a endoleak. (Indeterminate location). Patient is asymptomatic and the physician plans to re-intervene on (B)(6) 2018. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3a endoleak with component separation. Procedure related harms identified was a type 2 endoleak at the index procedure. Clinical also discovered the additional finding of stent cage dilation of the cuff (24%-stretch) and main body stent buckling. The type 3a endoleak with component separation was mostly likely device related due to stent buckling of the main body combined with the dilation of the cuff. The cause of the stent buckling of the main body combined with the dilation of the cuff is unknown. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on (B)(6) 2015, field training was completed by (B)(6) 2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A separate MDR will be filed for the stent cage dilation of the cuff. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
On (B)(6) 2018, a secondary procedure was completed. The physician elected to reline the original implant with the ovation sealing system. At the completion of the clinical assessment on (B)(6) 2018, clinical was able to find substantial evidence to support the following additional findings of a stent cage dilation (3b endoleak) of the cuff (suprarenal extension)and main body stent buckling. A separate MDR will be filed for the stent cage dilation of the cuff (suprarenal extension).